Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
Patient reported skin irritation in the form of allergic reaction, itching, raised skin, rash, bleeding, hives, open sores, and scabbing. The patient sought medical treatment and was prescribed a topical steroid. The patient reported following the proper skin preparation instructions.